Manufacturer narrative:
A ge service representative performed an onsite investigation. The cpu pcb assembly was evaluated and identified as requiring replacement. In order to complete the repair, a system upgrade was required. Multiple system components were replaced including: image processor, display adaptor, system interface, hard drive, gib and ffb as well as the u3 chip on the video controller. The system software was also upgraded to version 30 software. The system was tested and found to be working as intended and returned to service.

Event description:
The customer reported that the system failed to boot and exhibited a non-recoverable loss of system functionality. No patient serious injury or death was reported related to this event.